Manufacturer narrative:
A review of the customer's qc showed that the qc had been demonstrating imprecision prior to the event. A service testing indicated carryover. A bci field service engineer (fse) replaced sample syringe body, mixer paddles, reagent probe and wash collars.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant digoxin (dign) results generated by unicel dxc 600 pro synchron chemistry analyzer for one patient. The initial result of 0.9 ng/ml was reported out of the laboratory. When qc was erratic, a technician reran the sample 3 times, and obtained results of 2.1, 1.2, and 1.9 ng/ml. A subsequent testing at another lab produced result of 1.0 ng/ml. No result was amended. There was no effect to the patient or the user.